Manufacturer narrative:
An external, visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed and completed without any alarms or problems occurring. Neither the drain complication symptom nor the iipv symptoms were reproduced during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient that the patient drained out 3,365 ml in drain 0 of treatment on (B)(6) 2016. The patient then cancelled treatment at the start of fill 1. The reported large drain of 3,365 ml was 198% of the expected drain volume, which resulted in a reportable device malfunction. The patient's peritoneal dialysis nurse later remarked that the patient completed treatment using manuals.